Manufacturer narrative:
(B)(4). We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the table base was not locked down. The philips field service engineer (fse) confirmed that there was no harm to the pt or operator. The fse was informed that after the pt was placed on the table, the operator went to move the table using the table's tape switch. At that point the sub frame's service latch released and the subframe was in free-float. The operator moved the subframe back into position and completed the pt's procedure. The fse confirmed the service latch was re-secured to resolve the issue. If the service latch is not securely fastened, there is potential for un-commanded horizontal motion of the pt support subframe, which may result in pinching, entrapment, or removing of medical tubing (i.e. Ventilator tubing, IV tubing, etc.).